Event description:
This report is based on information provided by the reporting customer and a bench engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device would not hold screen calibration. There was patient involvement, at the time of the event an ECG (electrocardiography) 12-lead was being performed however, there was no patient or user health consequences or impact.

Manufacturer narrative:
Updated the 'describe event or problem' field for clarity.

Event description:
This report is based on information provided by the reporting customer and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro, while at a bench repair facility, indicating that the device would not hold screen calibration. There was patient involvement, however no health consequences or impact.